Event description:
After intravenous (IV) catheter was inserted, the nurse validated blood return upon IV placement. As the nurse was attempting to advance the IV catheter, there was a noticeable resistance upon entry into the vein. The nurse was unable to place the IV as the vein was punctured. After removing the IV catheter, the nurse assessed the needle and noticed that it had punctured through the side of the plastic tube of the IV catheter.